Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance with a complete supply change for an ilet system using a contact/detach 23"-6 mm infusion set with an abbott freestyle 3 plus sensor, successfully completed the change, and had a reported blood glucose of 206 mg/dl after eating lunch. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond routine self-care, and no hospitalization. Investigation included guided troubleshooting and user education, with no device malfunction reported or observed. Investigation of this case revealed no device-related performance issue and no component failure, and the hyperglycemia was temporally associated with recent food intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.